Event description:
The patient's mother reported that the patient's lead is very tight, and due to this, they do not have full range of motion. The generator was said to easily move under the skin. Additional information was received from the neurosurgeon who stated that they do not believe the lead is causing any problems and didn¿t believe there to be any significant motion or migration of the generator. The doctor discussed this with the patient and their mother and recommended that the device should be left alone. The doctor is not a pediatric neurosurgeon, and stated that the mother was informed that they could see a pediatric neurosurgeon for a second opinion. No surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
Device evaluated by MFR: device evaluation is not necessary as the generator migration, and lead feeling tight is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that surgery was completed for this patient's prophylactic generator replacement due to migration. Additional information was reported that the patient had tugged on their neck too hard which dislodged the generator from its place. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. No additional relevant information has been received to date.

Event description:
It was reported that this patient is experiencing generator migration in their chest wall, and it bothers them. The patient is therefore being referred for surgery, for generator replacement, or to get the current generator re-tied down. It was reported that it is unknown what suture type was used to secure the current generator in place. No known surgical intervention has occurred to date. No other relevant information has been received to date.